Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It was observed that the criteria for the right ventricular lead integrity alert were met. Continuation of concomitant: ddmb1d1 ICD implanted: (B)(6) 2017.

Event description:
It was reported that one day post implant of the patient¿s new generator a lead integrity alert was triggered. The alert was triggered due to two plus hr-ns (high rate ¿ non-sustained) episodes and thirty plus short v-v (ventricle ¿ ventricle) counters on the right ventricular (rv) lead. It was additionally reported that the rv lead had intermittent oversensing. An x-ray was taken and from the x-ray it looks like the rv pace/sense pin is not fully inserted. The patient was scheduled for a lead revision. At the procedure the rv lead pin was re-inserted into the header. It was noted that the pin did go into the header farther and that the lead was tested several times and the physician feels the issue has been resolved. The rv lead remains in use. No patient complications have been reported as a result of this event.